Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. However, it was also noted that the upper case was broken, the side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched, and the display was missing pixel segments. (B)(4).

Event description:
It was reported that the rear case is cracked on the epg (external pulse generator). The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.